Event description:
Lead noise was reported due to non-sustained ventricular oversensing. The lead was capped and replaced. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Lead noise was reported due to non-sustained ventricular oversensing. Lead explant and replacement is anticipated. Additional information was requested but not received. The patient was in stable condition.